Event description:
Patient presented to the physician with swelling at the chest and neck incision sites. Physician examined the areas and confirmed a hematoma at the ipg site. Physician brought the patient into the or, evacuated the hematoma at the chest incision site, flushed the pocket with an antibiotic solution, and drained the neck incision site. Physician found a bleed in the ipg pocket after evacuation and used pressure and cautery to stop the bleeding. Physician closed the incision sites and prescribed antibiotics after the procedure. This resolved the issue.